Event description:
Additional information received reported the patient wasn't seeing their doctor about the reported issue until (B)(6) 2016. Nothing had been resolved since the last call.

Event description:
The patient reported they had a burning sensation at the implantable neurostimulator (ins) site. The burning sensation was described as pain that was hurting. It was noted as sudden but had started over the past month. It was noted as occurring daily, and there were no traumas or falls related to the issue. It was stated the patient was going to see their doctor to determine longevity of implants and cause of the burning sensation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient on 2017-feb-13. The patient stated that in the last year some time they had pain and swelling at their implantable neurostimulator (ins) site. The patient met with their healthcare professional (hcp) who told them that it looked swollen and recommended that it get checked for an infection by the patient¿s manufacture representative (rep). The patient never saw the hcp after that and the issue resolved itself. The patient was no longer having pain or swelling at the ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.